Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a bilaterally implanted patient's light adjustable lens+ (lal+, sn (B)(6), +24.0d) was explanted from the right eye due to blurry vision. A new lal (sn (B)(6),+21.5 d) was implanted as a replacement.